Event description:
Additional information was received from the patient. It was reported that the cause of the maximum settings message was due to the patient's lead no longer functioning. A manufacturer representative (rep) reconfigured and deleted some of the programs. The issue was resolved. It was also reported that the cause of the ins battery being lower than usual when first starting to charge was also due to the lead not functioning. Changes were made on (B)(6) 2024. The patient was able to successfully charge.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va29lhu, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that for the last two sundays when they started recharging their implant, the beginning charge is much lower than it normally is. Caller stated that usually they are at 60-70% when they start the charge, but last week it was at 50% and this week it is at 40%. Caller confirmed that they have not had any adjustments made to their therapy. Agent asked caller if they have had any falls or changes in therapy; caller stated they fall all the time but have not fell recently. The caller did not report any changes in effectiveness in stimulation. Agent had caller connect to implant using the handset and communicator. Caller saw the message that the system is operating at maximum settings and therapy cannot be increased. Caller was on program a at 1.2. Caller turned the stimulation down one tenth and the message was still there. Agent reviewed maximum settings message with caller and redirected caller to healthcare provider to further address the issue. The issue was not resolved through troubleshooting. Caller mentioned they have a new healthcare provider that they haven't met with yet.